Event description:
It was reported that the patient experienced tachycardia, palpitation, slight hypokalemia and increased infectious parameters after a dbs trial implant procedure. The patient was hospitalized on (B)(6) 2021 and treated with oral potassium substitution. An ECG was performed and found to be normal. The patient was discharged from the hospital on (B)(6) 2021 and will continue treatment for 3 months. The patient will be reevaluated via electrocardiography, and duplex ultrasound, post 3 month anticoagulation treatment. The tachycardia, palpitation, slight hypokalemia and increased infectious parameters were not related to the procedure and not related to the device.